Event description:
It was reported that during a lead revision procedure on (B)(6) 2021 [related manufacturer reference number:1627487-2022-00230], the lead was cut. A portion of the lead remains implanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.